Event description:
It was reported that the pt's device malfunctioned and was removed. The device did not do what it was suppose to. The healthcare provider confirmed that the pt experienced pain at the neurostimulator site. There were multiple open circuits, so the device was reprogrammed. The pt wanted the device out, so the total device system was removed. No surgical complications were reported.